Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. However, the customer reported that the on/off switch is not responding properly, and even without the switch, the unit is turning off. Additionally, with the power button cable unplugged, the unit is not restarting. The customer will be sent a new powerboard and a backup on/off switch.

Event description:
The customer reported that the bellavista 1000 is turning on and off automatically. However, there is no patient involvement during the event.